Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a single-chamber pacemaker implant, the patient was nonresponsive. The pacemaker was working accordingly. Reversing drugs were administered and neurology was consulted. No further information regarding intervention was available. The patient was seen the next day and was responsive and doing well.